Manufacturer narrative:
The device is not returned and so an actual device evaluation is not performed. Evaluation has been done with historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device is the b30 failure scope communication error. The root cause cannot be conclusively determined. The probable cause of the b30 failure (scope communication error) is likely to be as follows: it is inferred that an abnormality occurred in scope communication due to aging of any device on the ap substrate or cr substrate caused by continued use for a long period of time, or using in the state of the video connector receiver or the output conne.

Manufacturer narrative:
The device has not yet been received for evaluation. The investigation is in progress.

Event description:
Olympus received a complaint from the user facility stating that the processor device has been getting a b30 error message. The customer stated that the device got the b30 error on three different scopes. During troubleshooting with service, the customer stated that color bars appear when they did not have any scopes plugged in. The customer stated they would troubleshoot using a different scope cable. Upon call back, the customer stated they tested scopes on a different processor device and the scopes worked without any error messages. The events occurred prior to any procedures with patient. There was no patient impact as a result of the reported events.